Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/29/89 and removed on 7/28/97 because it was "non-functional." A resipump and two cylinders were returned for eval on 9/10/97. Requests for add'l info have been made, however, to date the info has not been rec'd. Qa will re-evaluate this event in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in the non-serialized outlet tubing at the strain relief/tube junction. The outer tube layer is separated around the circumference of the tube along the monofilament path. Posteriorly, a hole is noted in the inner tube layer. This is the site of leakage. Examination of the surface of the separation revealed rough and irregular surfaces and abraded areas. Additionially, confined areas of abrasion are noted on the tubing and strain relief surface. Further examination revealed seven crease marks are also noted in the inferior surface of the strain relief. Additionally the non-serialized strain relief is noted to curve away from the midline of the device. The exiting tube follows the curve of the strain relief and then curves anteriorly back toward the midline. The marked curvature of the strain relief indicates that it was in this position for an extended period of time. Based on qa's examination and the limited info provided, qa concluded that while in-vivo outlet #2's strain relief and exiting tubing were bent and/or partially kinked and abrading against themselves. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at the noted site. This rent would allow the loss of fluid and render the device inoperable.

Event description:
Per the info provided to co by the physician's office, the device was removed as it was "non-functional." As reported to co the entire device was removed and replaced with another model prosthesis, produced by the same MFR.